Event description:
A malfunction on the pump was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer successfully reset the malfunction and resumed insulin use. Technical support instructed the customer to continue using the pump and to call back if the malfunction code recurs, which the customer understood and acknowledged.